Manufacturer narrative:
Batch review performed on 21 november 2024 lot 2412098: (B)(4) items manufactured and released on 17-jun-2024. Expiration date: 2029-jun-05. No anomalies. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.